Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2016, patient underwent balloon kyphoplasty for compression fracture. Intra op, during inflation the balloon ruptured and contrast agent leaked in the vertebral body. When the surgeon pulled out a handle quickly, blood was sucked up. The balloon was left in the patient remain bent and it was hard to pull out from the vertebral body. New kit was alternatively used. The product came in the contact with the patient. Fragment of the balloon remaining in the patient was unknown. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual and optical examination of the ibt balloon identified a radial sharp cut perpendicular to the ibt shaft at the distal lobe of the balloon. Functional analysis (ibt inflation) not possible due this cut. The morphology, location and timing of the balloon rupture is consistent with in vivo contact with sharp object, such as bone splinters.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.